Event description:
The user alleged that while the physician was performing a procedure under general anesthesia the sys began to have an intermittent error message. It was reported that the physician achieved a successful 1.9 mm registration, however, when they navigated to approx 1.7 cm away from the lesion they rec'd an error message stating that the locatable guide was out of the sensing volume. After following the troubleshooting guide they moved the lg cable to where it attached to the union and the warning intermittently came up on the screen. They did not have a spare cable to swap and had to exit the procedure. Therefore, the case was not completed.